Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The horizon small cli applier instrument was analyzed and found to have the life indicator broken. The housing was removed and found the life indicator broken off and was returned with the instrument. Additional observation(s) not reported by site: the instrument was found to have a broken rfid retainer. The housing was removed and found the rfid retainer broken caused the identification board to be dislodged. Additional observation(s) not reported by site: the instrument housing was removed and found the identification board dislodged from the normal position caused by broken rfid retainer.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the horizon small clip applier be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted single vessel small thoracotomy surgical procedure, horizon small clip applier (hsca) cable was damaged. The customer used a backup instrument to continue with the planned procedure. No fragment fell inside the patient. No known impact or patient consequence was reported. The procedure was completed with no reported injury.